Manufacturer narrative:
(B)(4). The customer reported to have resolved the issue. Medtronic was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred.